Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed false atrial high rate episodes. Pocket manipulation was carried out in clinic and revealed noise to be the cause of the false episodes, and an insulation failure on the lead was noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.